Manufacturer narrative:
A2: the patients are infants. D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were at least four (4) events of downstream occlusion (dso) alarms during use of an unspecified quantity of novum iq syringe pumps. This was observed during patient use on the neonatal intensive care unit (nicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.